Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and foam tip plunger were not returned for evaluation. Evaluation results: a lens work order search was performed and no similar complaint was found.

Event description:
The reporter stated the surgeon was in the process of ejecting a -10.5 diopter 12.6mm micl 12.6 implantable collamer lens through the cartridge and the lens tore. This was prior to insertion and there was no patient contact or injury. The reporter stated the surgeon stated the lens felt tight in the cartridge and the cartridge was the cause of the torn lens. Another same type micl was implanted.